Event description:
A report was received from an edwards clinical specialist regarding a transapical transcatheter aortic valve replacement (tavr) procedure in (B)(6) where the first sapien valve implanted embolized. The procedure was converted to open heart surgery and as a second valve was already crimped they implanted the sapien was using the ascendra device . No additional information for this event is currently available.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
The operative report for this case was received from the medical facility. The information indicates this patient received a sapien xt transcatheter heart valve. This device is not sold or marketed in the u.s. By edwards, and is not similar to an edwards device marketed or sold in the u.s. On this basis, this event is not MDR reportable. Manufacturer report no. 2015691-2012-17127 is being retracted.

Event description:
A customer's mother reported their adc lancet broke off in the customers skin on (B)(6) 2012 and caused her to experience symptoms of swelling, redness, and pain. The customer reportedly self-treated with "antibiotic ointment" and did not seek third-party medical attention. Based on provided information, there is no indication adc device contributed to a serious injury. There was no report of death or permanent impairment associated with this medical event.